Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose above 400 mg/dl after breakfast while using the ilet bionic pancreas, followed by a decrease to 249 mg/dl with a downward trend; the user noted perceived carbohydrate sensitivity and requested an additional charging pad for preparedness. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included review of the event details and user follow-up, along with troubleshooting and education. Investigation of this case revealed no device malfunction or component issue identified, and the event cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.